Event description:
This report includes a corrected investigation conclusion code.

Manufacturer narrative:
Corrected information: b5, g3, h2, h6.

Event description:
During a premature ventricular contractions (pvc) ablation procedure in voxel mode, a cardiac perforation occurred which required surgery to repair and stabilize the patient. The catheter was placed in the aiv to map and ablate the pvc. Three rf lesions were delivered when it was noted the patient's blood pressure dropped. A transthoracic echocardiogram was done which revealed an effusion. A pericardiocentesis was performed and the blood pressure stabilized, however the effusion was not completely resolved. The patient was taken to surgery to repair the perforation, and the patient is in stable condition. There were no performance issues with any abbott device.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.